Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the proximal segment of the lead was returned where it was discovered that there was an intermittency between the connector pin and cap. There was blood/body fluid (not obstructed) in/on the distal conductor. The inner tubing was kinked/buckled. There was cosmetic depression on the outer insulation and cosmetic environmental stress crack (esc) on the outer tubing overlay. There was a breached cut on the outer insulation.

Event description:
It was reported that the system was removed due the patient having a heart transplant. The right ventricular lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.